Event description:
According to the initial reporter: biliary stent placed in (B)(6) 2021 to treat benign biliary stricture due to primary sclerosing cholangitis (ongoing ascending cholangitis). At 48 days post-procedure, the patient underwent planned stent removal. The site noted that the stent was visibly occluded; patient experienced no symptoms. An ae form for this device issue was not completed, has been requested. At 49 days post-procedure, the patient experienced biliary stricture due to persistent psc, treated with balloon dilation (no stent placement). This event was noted as not related to the study stent or procedure. Additional procedures performed at the same time as study stent placement: catheter dilation, aspiration of pus for culture/to lower duct pressure. Stent removed: yes. Planned stent removal, stent noted to be visibly occluded, no symptoms.